Manufacturer narrative:
(B)(4). The analysis found that one ntlc75 device was returned in good visual condition and with a cartridge reload loaded on the device. It was noted that the "doghouse" component of the cartridge was damaged. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a bowel procedure, the device would not close properly to fire. They removed the device and used a like device to complete the procedure. No additional information was available from the caller. The device was in a bag with a note and no or contacts or the surgeon. There was no patient consequence was reported.